Event description:
Patient presented to the physician with pain due to the ipg moving within the pocket. Physician brought the patient into the operating room and, upon examination, a loose anchoring of the ipg was identified. Physician re-sutured the ipg and closed the chest incision.